Event description:
It was reported that there had been 7,092 short interval counts (sic) on the right ventricular (rv) lead in the morning. The rv pacing impedance had been fluctuating in and out of range for several months. There was consistent oversensing in the bipolar configuration. Noise, high impedance and possible fracture were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicates the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv pacing lead was decreasing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Rv pace impedance steady and out of range (> 3000 ohms) starting for life of trend through (B)(6) 2014. Rv pace impedance trend begins to fall from 1950 ohms to 1500 ohms between (B)(6) 2014. 7092 ventricular short interval counts (v-sic) since last session 10 hours ago. 670 v-sic per hour. Lead failure predictor triggered on (B)(6) 2014 for v-sics and non-sustained tachycardias (nst). 25 nst episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2014. Concomitant product: 5076-52 lead, implanted (B)(6) 2002. (B)(4).